Event description:
The article, "predictors of permanent pacemaker implantation after tavi with navitor transcatheter heart valve", was reviewed. The article presented a retrospective, multicenter study to identify predictors of permanent pacemaker implantation (ppi) within 30 days after transcatheter aortic valve implantation (tavi) using the navitor transcatheter heart valve (thv). Devices included in the study were solely navitor. The article concluded that annulus-to-thv oversizing emerges as a novel independent predictor for ppi after tavi with navitor thv. [The primary and corresponding author was matteo casenghi, cardiology unit, sant¿andrea university hospital, rome, italy, with corresponding email: mcasenghi@ospedalesantandrea.it] the time frame of the study was from july 2021 to october 2024. A total of 173 patients were included in the study, of which all received an abbott device. The average age was 82 years and the majority gender was female. Comorbidities included hypertension, diabetes mellitus, chronic obstructive pulmonary disease, atrial fibrillation prior percutaneous coronary intervention, peripheral vascular disease, prior stroke, coronary artery disease, prior coronary artery bypass graft, prior cardiac surgery, dialysis, pulmonary hypertension, heart block, moderate to severe regurgitation (aortic, mitral, tricuspid).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: predictors of permanent pacemaker implantation after tavi with navitor transcatheter heart valve

Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of predictors of permanent pacemaker implantation after tavi with navitor transcatheter heart valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic obstructive pulmonary disease, atrial fibrillation prior percutaneous coronary intervention, peripheral vascular disease, prior stroke, coronary artery disease, prior coronary artery bypass graft, prior cardiac surgery, dialysis, pulmonary hypertension, heart block, moderate to severe regurgitation (aortic, mitral, tricuspid). Some of the complications reported were cardiac tamponade, pericardial effusion, obstruction/occlusion, aortic valve insufficiency/ regurgitation, arrhythmia; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: predictors of permanent pacemaker implantation after tavi with navitor transcatheter heart valve.